Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in reservoir was found. The ipp was removed and replaced, the existing reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was microscopically inspected and leak testing. It was found that ms pump tubing was cut down to the pump block. Ms pump passed leak test. Additionally, ms pump did not pass activation tests. One cylinder was microscopically inspected and passed visual inspection and leakage test. Finally, the remaining cylinder was microscopically inspected and had a hole in the outer tube from window quick connector (wqc) and kink resistant tubing (krt) wear in the proximal end of the cylinder. The cylinder did not pass the leakage test. Based on the information available and analysis results; the hole and leak identified in one of the cylinders and the ms pump that did not pass activation tests could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in reservoir was found. The ipp was removed and replaced, the existing reservoir was kept in the patient. No patient complications were reported.